Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump had a blank, and the caller requested having the insulin pump replaced. The father stated that the customer is in intensive care unit with blood glucose over 750mg/dl. No further information was provided.